Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vticm5_12.6 implantable collamer lens, -11.0/+2.5/170 diopter, in the patient's right eye (od) on (B)(6) 2017. The reporter indicated there was a refractive surprise and the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reporter indicated the lens was repositioned on (B)(6) 2017. The reporter indicated the reason for the problem was not a rotation of the lens caused through a sizing problem, it was the surgeon who implanted the lens 5º cw (clockwise) instead of 5º ccw(counter clockwise). The patient's current condition is ucva - 20/20, and patient is happy. (B)(4).